Manufacturer narrative:
Pre-procedural cine images and were submitted for review. The following observations and impression were made by an edwards physician proctor. Procedural cine: 1st image heavily calcified native aortic valve valve centered during implant, good position after deployment, top of valve completely fills stj 2nd image effusion seen at level of ncc 3rd image effusion decreased but still present impressions: the annular rupture is confirmed by cine, due to no procedural echo images provided. Impossible to determine cause of the annular rupture (valve size or calcium) because no pre-op CT images provided to determine annular size, calcification. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per report, the annular rupture was attributed to a heavy calcified native annulus. In addition, advanced age ((B)(6)) was also thought to be contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, during a transfemoral procedure of a 26mm sapien 3 valve, an annular rupture was noted. As reported, a balloon valvuloplasty (bav) was performed successfully. The valve was implanted in a good position in a heavy calcified native annulus. Post valve deployment, the patient's pressure began to drop. An angio revealed "a small contrast flag" on the right coronary side. A pericardiocentesis was attempted and the bleeding nearly stopped and it was decided that the patient was stable. During transfer for post management care the patient's pressure dropped down and pericardial bleeding was noted. A decision was made to perform open heart surgery. The surgeon was able to close the rupture in the aorta with surgical glue. The patient was in stable condition. As per report, due to heavy calcification a decision was made to implant a 26mm valve.